Event description:
It was additionally reported that the controller exchange resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of 01mar2026 ¿ 02mar2026 was reviewed. In the data reviewed, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm resolved when the driveline was disconnected, consistent with the reported controller exchange. The alarm did prevent the controller from supporting the controller as intended while the driveline was connected. No other notable events were observed in the data reviewed. The returned system controller (B)(6) was functionally tested and passed without issue. However, when load tests were performed the backup battery fault activated, and the reported event was reproduced. The reported backup battery fault alarm was determined to be due to the backup battery not passing the load test. A corrective and preventative action (CAPA) was implemented to address the backup battery not passing the load test due to issues with the backup battery connector. Inspection of the backup battery ribbon cable connector and the backup battery connector pins with a blacklight revealed that grease was not applied; this is consistent with the system controller being manufactured prior to the implementation of the CAPA. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review for a patient that had more backup battery (ebb) faults over the weekend. The event log file captured ebb faults that started on 01mar2026 at 1406 and continued for the remainder of the log file. It appeared that the ebb failed the load-test which resulted in the faults. The system controller was exchanged on (B)(6) 2026.